Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist reviewed the adjustments and quality controls, which were acceptable. Precision testing was run on the patient samples, which were acceptable. It was determined that the patient sample had a clot floating at the bottom but there was no instrument error. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a preventive maintenance and installed parts from the preventive maintenance kit. The cse performed mechanical and electronic alignments, adjustments and ran precision testing and quality controls. The hsc specialist reviewed the instrument data and sample information provided by the customer. The hsc specialist indicated that the event was isolated to one patient sample. The cause of the discordant, falsely low hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher both times. One of the repeat results was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.